Event description:
It was reported that a pump declared alarm 30 during pumping. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.